Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving morphine (unknown dose and concentration) via an implantable pump. The event date was (B)(6) 2016. The pump was explanted on this report date and replaced due to patient having an infection at pump site. They were uncertain on what may have led or contributed to the issue. The infection was treated and at the time of this report, the issue (infection) was resolved, patient status was "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.